Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device expulsion ("one is in my uterus") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced device expulsion (seriousness criterion intervention required), general physical health deterioration ("my health has deteriorated because of your so-called miraculous product") and adverse drug reaction ("side effect like all other victims"). The patient was treated with surgery (will have to have uterus removed). At the time of the report, the outcomes for these events were unknown. The reporter considered adverse drug reaction, device expulsion and general physical health deterioration to be related to essure administration. The reporter commented: in follow up consumer reported she would sue company because essure ruined her life. She had an ultrasound on day of reporting and will have an MRI pelvis on 0(B)(6) 2023 and will have to have her uterus removed. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] on (B)(6) 2023: has to have uterus removed. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 30-jan-2023: consumer reported she would sue company (legal case) because essure ruined her life. She had an ultrasound on day of reporting and will have an MRI pelvis on (B)(6) 2023 and will have to have her uterus removed (event device expulsion was upgraded to serious incident). Preliminary quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device expulsion ("one is in my uterus / left essure not visible at the level of the tube. Probably in the uterine cavity.") In a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2023. On unknown date she experienced device expulsion (seriousness criterion intervention required), general physical health deterioration ("my health has deteriorated because of your so-called miraculous product"), adverse reaction ("side effect like all other victims") and anxiety ("anxiety"). The patient was treated with surgery (hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered adverse reaction, device expulsion and general physical health deterioration to be related to essure administration. No causality assessment was received for essure with regard to anxiety. The reporter commented: in follow up consumer reported she would sue company because essure ruined her life. She had an ultrasound on day of reporting and will have an MRI pelvis on (B)(6) 2023 and will have to have her uterus removed. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] on (B)(6) 2023: has to have uterus removed. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 08-mar-2024: upon receipt of follow up cases were 2022a165090 & 2023p002386 found to be duplicate of each other. Therefore case (B)(4) needs to mark for deletion. All events (general physical health deterioration), source documents, references are transferred to retention case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device expulsion ("one is in my uterus") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced device expulsion (seriousness criterion intervention required), general physical health deterioration ("my health has deteriorated because of your so-called miraculous product"), adverse reaction ("side effect like all other victims") and anxiety ("anxiety"). The patient was treated with surgery (hysteroctomy). At the time of the report, the outcomes for these events were unknown. The reporter considered adverse reaction, device expulsion and general physical health deterioration to be related to essure administration. No causality assessment was received for essure with regard to anxiety. The reporter commented: in follow up consumer reported she would sue company because essure ruined her life. She had an ultrasound on day of reporting and will have an MRI pelvis on (B)(6) 2023 and will have to have her uterus removed. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] on (B)(6) 2023: has to have uterus removed quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 11-oct-2023: new event anxiety added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device expulsion ("one is in my uterus") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced device expulsion (seriousness criterion intervention required), general physical health deterioration ("my health has deteriorated because of your so-called miraculous product") and adverse drug reaction ("side effect like all other victims"). The patient was treated with surgery (will have to have uterus removed). At the time of the report, the outcomes for these events were unknown. The reporter considered adverse drug reaction, device expulsion and general physical health deterioration to be related to essure administration. The reporter commented: in follow up consumer reported she would sue company because essure ruined her life. She had an ultrasound on day of reporting and will have an MRI pelvis on (B)(6) 2023 and will have to have her uterus removed. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] on (B)(6) 2023 has to have uterus removed. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on 30-jan-2023: consumer reported she would sue company (legal case) because essure ruined her life. She had an ultrasound on day of reporting and will have an MRI pelvis on (B)(6) 2023 and will have to have her uterus removed (event device expulsion was upgraded to serious incident). Preliminary quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.